Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor found the clips to be crossing when firing. He changed to another like device to complete the procedure. There were no adverse consequences for the patient reported.